Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06618. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use for an atherectomy procedure. During preparation outside the patient's body, it was noted that the wire was tangled up inside the burr. The procedure was completed with another 1.50mm rotalink¿ plus and a new rotawire. No patient complications reported.